Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance and difficulty to remove (stent) could not be replicated in a testing environment as they were related to operational context of the procedure. The reported difficulty to remove (guide catheter) could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. During removal the device likely interacted with the previously implanted stent and guiding catheter causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the mildly calcified, 90% stenosed right posterior descending coronary artery. A non-abbott stent was first placed in the proximal portion of the artery but stenosis was seen distally so the 2.5x8 mm xience skypoint stent delivery system (sds) was attempted to be advanced. The sds could not cross the lesion and when pulling back it felt like there was resistance with the non-abbott stent and when pulling into the guide catheter. When removed from the body it was found that the stent was flared. Another same size xience skypoint was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.